Event description:
Pt reports she took her three sons to be fitted for dental appliances on 7/22/96. All three boys had impressions made using dental impression caulk. During the procedure one son may have swallowed or aspirated some of the caulk. The child was having trouble with the taste/texture of the caulk during the procedure and fought it. Early pm hrs of 7/22/96, son complained of feeling "weird." On 7/23/96 he again complained of itchiness and was again flushed. His throat was itchy and he was very thirsty. Also, broke out in hives behind his ears. Given benadryl and the symptoms subsided. About 9:00 pm complained of not being able to breath and was flushed. Taken to ER and was given a shot and an "updraft treatment." On 7/24/96 he was still red, itchy and had a constricted feeling in his throat. Pediatrician admitted him to hosp where he received steroid IV therapy and inhaler dosing. This seemed to clear up the itchiness and redness. At this time lungs were clear. Before he was discharged, he complained of tightness in his throat and the redness started to return. He was admitted and started on antibiotic therapy. He was hospitalized for 15 days. Treated with o2, steroids, and antibiotics. On 7/27/96, his condition worsened and x-rays showed his lungs were filling. He was admitted to the ICU. A lung tap was performed and his lungs were found to be solid. His condition continued to deteriorate and on 7/28/96 he was placed on a respirator. A bronchoscopy was performed on 7/29/96 but no cultures grew. He was d/c from ICU on 8/3/96 and went back to the pediatrics unit from which he recovered and was eventually released. Mother states that while the drs suspect he son's condition was caused by either swallowing or aspirating some of the dental impression materials he was exposed to and then suffering an allergic reaction to this material, none would positively state this or put it in writing. Mother tried to obtain the labeling for the impression material from the MFR but they would not supply it to her. She obtained a copy of the ingredient listing for these products through the help of her son's pediatrician.